Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, when the patient returned to the hospital for examination, it was found out that there was a small hole between the titanium joint and the skin at a position of about 6 cm, which would leak. There was no reported blood loss thus, blood transfusion was not required. The catheter was replaced. It was stated that the catheter has been in place for 10 months. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, when the patient returned to the hospital for examination, it was found out that there was a small hole between the titanium joint and the skin at a position of about 6 cm, which would leak. There was no reported patient injury.